Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had too high of a vacuum. The patients were recollected, and no further report of patient impact was reported.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670, k231373. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.